Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revised due to ligamentous instability. The (B)(6) 2013 primary operative notes indicate the patient received a left total knee replacement due to left knee degenerative joint disease. This procedure was completed without complication noted by the surgeon. The (B)(6) 2014 procedure notes indicate the patient received a left knee manipulation under anesthesia due to left knee arthrofibrosis. The (B)(6) 2014 office notes indicate the patient is status post-manipulation under anesthesia of left total knee. States his knee is now doing well with some upper quad-muscle pain. At this time labs were drawn and infection was ruled out. The (B)(6) 2014 office notes indicate the patient reports feelings of continued stiffness and pain anteriorly. (B)(6) 2014 office notes reveal the patients pain is suspected to be due to ligamentous instability. The 2015 revision notes indicate the patient received a revision left total knee arthroplasty due to failed left total knee replacement. Indications reveal the patient was experiencing pain secondary to ligamentous instability, he presented for elective revision surgery. This procedure was completed without complication noted by the surgeon. Please note, a competitor total knee was implanted at this revision. Updated 9-21-2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a previous DHR review (B)(4) did not reveal any related manufacturing deviations or anomalies on the reported lot number (3590547).